Event description:
Event date was updated to reflect when adverse events began which were reported to be 8-9 months after the explant of their previous products. It is unclear if some of their events are related to possibly a portion of their original lead remaining implanted. It has not been confirmed if there is some lead body remaining implanted from their previous surgery. At the time their treating physician was unclear of the relationship of their hiccups to their vns device. As their events have been a ongoing issue since that time.

Event description:
On (B)(6) 2012, it was reported that a patient was scheduled for vns removal on (B)(6) 2012. The physician's plan mentioned that the patient had intractable hiccups related to vagal nerve irritation and that inquiries should be made regarding the vns leads. Follow up with the physician stated that she had only seen the patient once as she was not his primary neurologist, but she had information from that visit and a follow up with another physician. It was found that the patient had both his generator and lead removed during the explant surgery and that the second physician felt that vns was causing the hiccups. The reporting physician stated that the patient had vns implanted twice. The first implant was in (B)(6) 2008, and it was explanted due to an infection (captured in MFR # 1644487-2011-01840). It was unknown if the lead was removed during this explant. Per the physician, about 8-9 months later, the patient's hiccups started. She stated that no one attributed the hiccups to vns at the time because the vns device was no longer implanted. The physician stated that a doctor in ny was referred to regarding the hiccups as the hiccups made the patient very uncomfortable and caused pain. This doctor identified that the patient had epilepsy and as the patient had epilepsy, the referred ny doctor believed that vns could be used to treat both the hiccups and seizures. After the vns was implanted, the patient's seizures increased and hiccups became worse. The vns was turned off in (B)(6) 2011, but the hiccups continued. The physician stated that the patient tried everything they could to get rid of the hiccups, from going on different medications, losing weight, and considering hernia surgery. Conflicting opinions from several (B)(6) hospitals regarding the hernia surgery stopped the patient from doing it. At this point, the patient went to see her and the second physician for a second opinion. The patient wanted to treat the patient's epilepsy first; however, it was decided that it would be more important to treat the intractable hiccups first. The secondary physician felt that the vns leads were irritating the vagus nerve and that was what caused the hiccups. It was unknown if x-rays had been taken at any point, and no diagnostic history was known. The physician did not know if efficacious settings were ever reached on the vns to treat the epilepsy. It was also unknown if the surgery was performed to preclude a serious injury or for patient comfort. Follow up with the patient's primary neurologist found that the increase in seizures was first noted on (B)(6) 2011 along with throat discomfort. It was found that the throat discomfort did not refer to the intractable hiccups and were a separate issue. It was unknown if the increase in seizures were related to vns; however, the neurologist's nurse stated that she did not think the vns caused the increase as the patient had refractory epilepsy and multiple seizure types. It was hard to say if the hiccups were related to vns stimulation, but she said that it may have been. No causal or contributory programming or medication changes were known to have preceded the intractable hiccups. The throat discomfort was said to be related to vns, but it was unknown if it correlated with the vns stimulation. No interventions were taken for the discomfort and no patient trauma or manipulation was believed to have occurred. The patient's last known settings were provided; however the date of these settings was not given. No other information was provided. A programming history review of the patient's device was performed. Dates range from implant date, (B)(6) 2011. No diagnostic tests were performed on the generator during this time. The device was programmed off on (B)(6) 2011, and no further changes were made after. No anomalies were found. Per legal obligations, the hospital will not be able to release the patient's device for seven years.

Manufacturer narrative:
Date of event corrected data: event date updated.